Manufacturer narrative:
(B)(4).

Event description:
A patient in the (B)(6) was undergoing a dialysis treatment via a gamcath mc-gdhk-1315 j vascular access catheter. An hour into treatment, a longitudinal crack on the arterial side at the level of the luer-lock coupling was observed. The treatment was discontinued while the vascular access catheter was changed.